Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a por (power on reset) condition and the patient programmer displayed the "call your doctor" icon. The reporter stated that this occurred with a brand new implant and electrocautery may have been used. It was reported that the por was cleared and everything was functioning as intended with syncing the patient programmer. It was later reported that the device needed to be reprogrammed and it was a "non-issue." The reporter stated that everything was fine. No further information was reported.